Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that an abutment screw fractured into multiple pieces while hand tightening. The screw fragments were unable to removed and the implant needs removed and replaced.